Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer delivered a correction bolus to address elevated bg and continued to use the pump for insulin therapy.